Event description:
The handles weren't functioning properly. On third handle, loaded by rn and surgeon; surgeon and scrub nurse attempted to attach the handles to the staple loads. When pulled down, it would not load nor would it lock down. Misfired without stapling; however lung was cut. All staff involved had prior experience with the equipment. The surgical site had to be extended. Patient had significant bleeding and required resuscitation intra-operatively.